Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer met resistance while filling the cartridge. Another cartridge was used and was filled without issue. There was no reported impact to blood glucose was 250 mg/dl.

Manufacturer narrative:
Device investigation not performed as the cartridge related to this event was not returned.